Manufacturer narrative:
The esheath was discarded and was not available for evaluation by edwards lifesciences. No imagery was provided. Without the device return, functional testing and dimensional analysis were unable to be completed. DHR review and lot history review could not be performed due to the unavailability of the complaint device lot number. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections, including visual verification of the c-marker band. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaints of the sheath liner tear and separated sheath distal tip marker could not be confirmed as the device was not returned for evaluation. Previous complaint investigations suggest that patient factors (calcification, tortuosity, mld) or procedural factors (sub-optimal insertion/placement angle) could potentially damage the sheath shaft liner. Such damage could lead to immediate cutting/tearing, or could weaken the liner. This weakening could lead to tearing during the advancement or retrieval of the delivery system and have the potential to contribute to the sheath liner tear. Procedural factors (twisting and manipulation of the device) also likely contributed to the sheath shaft break and separation of the distal tip marker. The IFU/training manual was reviewed for the sheath insertion instructions and the delivery system insertion through the sheath and removal instructions. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(6) 2016 revealed that occurrence rate did not exceed the control limits for this failure mode (sheath shaft ¿ liner torn and sheath distal tip - separated). Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a trans-septal valve-in-valve (sapien 3 valve in a pre-existing surgical mitral valve), the expandable sheath (esheath) ¿broke¿ and the radiopaque band embolized into the left atrium. During the procedure, access was obtained via the transfemoral venous approach. It was reported that there was ¿a lot¿ of twisting and manipulation of the sheath during the case and that the case was very long. While attempting to move the sheath beyond the septum, it became ¿stuck.¿ during the attempts to manipulate the sheath into position, the sheath seam ¿broke¿ and started to come apart. The radiopaque band separated and embolized into the left atrium. A new sheath was prepared and inserted through the same access site. A 29mm sapien 3 valve was deployed where intended in the surgical mitral valve. The embolized radiopaque band remains ¿free floating¿ in the left atrium. There are no plans to attempt to retrieve the band. It was reported that the physician was not concerned about further embolization of the band. Following removal of the devices, no vascular injuries were observed. At the time of this report, the patient was alive. It was perceived that the twisting and manipulation of the sheath during the procedure caused the sheath to break.